Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurred.